Event description:
Pt with a complicated medical history that includes ar polycystic kidney disease requiring a renal transplantation that was complicated by a urinary leak and a transplant ureteral stricture. This stricture was determined to be inoperable by both urology and the transplant service. This is being managed on a chronic basis with cystoscopy and ureteral stent changes. Pt came in for a routine transplant ureteral stent exchange. The old ureteral stent was broken in two pieces. It appeared to have been already broken according to xray imaging prior to having been pulled out. The stent had been last changed approximately 3 months ago. Per operative report, during the procedure, the ureteral stent was grasped with a flexible grasper. This was pulled to the level of the urethral orifice. We initially attempted to place a 0.35 guidewire through the ureteral stent but the ureteral stent broke. The coil had separated from the more proximal aspect of the stent. This is a highly unusual occurrence and suggested that the stent itself was defective. The broken stent fragment was removed and the cystoscope was reinserted into the bladder. A 0.35 sensor guidewire was placed next to the visible portion of the stent and was able to be placed into the kidney next to the stent under fluoroscopic guidance. The remainder of the ureteral stent was then removed in its entirety so that no stent fragments were left within the patient. Of note, a more proximal area of the stent appeared to almost be broken further lending support that this stent appeared mechanically defective.staff stated that previously removed stent had also been broken (had been in place approximately 6 months). Reported as same type with different lot# of uf2013125.